Event description:
The catheter was inserted on (B) (6) 2008 and secured with tape, foam tape and opsite dressing. Chlorhexidine used to prep site. 10 ml sash flush procedure. The nurse was called to pt's room by the pt's mother and found the PICC had broken. There was no harm to the pt.

Manufacturer narrative:
Received one used unit on 02 july 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)